Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the pt had primary surgery (tha) in 2003. During pt's follow-up in 2006, patient had pain, no problem found on x-rays. On another follow-up in 2007, it was found the stem had fractured at the distal end. Pt had no complaint of pain. The pt had not fallen.